Event description:
On date of incident nurse heard a 'sucking air noise' from the ECMO system. Flow dropped to 420, top of air exchanger noted to have lots of tiny bubbles. Stat page attendings and perfusionists. Tubing watched for air bubbles on drive lines with clamps ready. Cracks were visually identified in cone. No known injury to pt at this time.